Manufacturer narrative:
(B)(4).

Event description:
It was reported that intermittent audio output occurred. Approximately on (B)(6) 2023, the patient was asleep on the recliner and when he woke up, he tried to stand up but noticed that he could not talk or stand. The patient reported that the cgm was displaying 50 mg/dl but reported that he did nto hear any sound/alrt from the cgm during this time. He tried his best to stand up and eat something to increase his blood glucose reading on the cgm but he could not. The patient's wife called paramedics and when they arrived, they checked the patient's bg and it was 30 mg/dl. It was not reported what the cgm was displaying during this time. The paramedics provided the patient with glucose pills and had the patient eat a peanut butter sandwich. After 45 mintues, the patient stabilized and the paramedics left when the patient's bg was 80 mg/dl. At the time of the report, the patient was feeling fine. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 codes: health effect - clinical code - e0131 speech disorder.

Event description:
It was reported that intermittent audio output occurred. Approximately on (B)(6) 2023, the patient experienced weakness and speech difficulties. The cgm was reading 50 mg/dl and the patient tried to treat hypoglycemia. The spouse called an ambulance, and the blood glucose reading was 30 mg/dl. The patient was treated with glucose pills and carbohydrates and recovered after treatment. There was no documentation of further medical evaluation or intervention. At the time of the report, the patient was feeling fine. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Event description:
It was reported that intermittent audio output occurred. The product was evaluated. An exterior visual inspection was performed and passed. Receiver charge and receiver boot was performed and passed. Data log analysis was performed and passed. Functional test results was performed and passed. Alarm/alert manual test was performed and passed. Device was open, speaker/vibrator resistance measured was performed and passed. Internal visual inspection was performed and passed. The receiver log was downloaded and reviewed finding no errors related to the complaint. The allegation was not confirmed. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The receiver log was downloaded and reviewed. The allegation was confirmed for intrmittent audio output due to delayed alerts. The probable cause was receiver dispatch error.